Event description:
Patient presented with low generator battery and low output current. Patient's device parameters were reported to have been changed. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The explanted generator was received by product analysis. Product analysis has not been completed to date.

Event description:
Patient underwent surgery for implant of a new lead. The lead that displayed high impedance was not explanted, but instead left fully intact, implanted in the patient, and unconnected to the generator. The new lead was connected to the generator and indicated ok impedance after implant. Product analysis was completed for the generator that was explanted. There were no performance of any other type of adverse events found with the pulse generator.

Event description:
Further information was received that the patient underwent generator replacement surgery. The representative present at the surgery noted that there was low output current and high impedance prior to the generator replacement. Pin re-insertion was attempted 3 times during the surgery and the lead pin was cleaned with the high impedance still present. It was determined that the patient likely had a lead fracture therefore the new generator was turned off. The patient was closed and was to return to the surgeon for further evaluation for lead replacement. The explanted generator has not been received by product analysis to date. No known surgical intervention for the lead has occurred to date. No other relevant information has been received to date.